Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the tube is pushing off of the needle of an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 10 retained samples to assess for tube push off during draw. All the samples passed the tests with no evidence of tube push off or defects with the sleeve during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the tube is pushing off of the needle of an unspecified number of units. No adverse impact was reported regarding the patient or user.